Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device housing was pulled forward limiting the movement of the disconnected sleeve, and failed torque test . Therefore, the reported condition was confirmed. It was further reported that the torque unit was loose from the housing and the coupling was not functional. The assignable root cause was determined to be due to normal wear on components and loctite degradation from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the housing on the torque limiting attachment device was pulled forward which limited the movement of the disconnected sleeve; and it failed torque test. During in-house engineering evaluation, it was observed that the torque unit ws loose from the housing and the coupling tool was not functional. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.